Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was going to have a magnetic resonance imaging (MRI) scan. The MRI is not due to a problem with the device or therapy. The patient told the healthcare provider that the pump was "not working." The hcp had no details on what that meant. No symptoms were reported. No further complications were anticipated/reported.